Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis in used condition without its original packaging visual inspection of the sample showed no discrepancies. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Functional testing involved connecting one sample to an adapter and it was tested using a syringe with water to detect any leak. A leak was detected in the air vent of the filter during the test. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. A random sample of thirty-two (32) units were taken from the manufacturing process for a visual inspection and no discrepancies were found. The investigation determined possible, but unconfirmed, sources of the reported issue to be that the filter may have been received damaged from the supplier or the filter became damaged after leaving smiths medical. Based on evidence and investigation, the complaint allegation was confirmed; however, the problem source could not be identified.

Event description:
Information was received that during use of this smiths medical cadd extension sets, leakage from the filter was observed. It was reported that the patient lost some quantity of medication (blicynto IV) caused by the leakage, and the patient couldn't recover the quantity loosed. No reported adverse effects.